Event description:
During a routine dressing change, the catheter was found to have a split in both lumens. The catheter was removed and replaced.

Manufacturer narrative:
A remedial action pertaining to this incident has been initiated by the MFR (vas-cath). Evaluation of the catheter when received, reveals the same opacity and buff-yellow discolouration of the extensions as the previous catheter complaints. The opacity and the splits extend proximally about 2 - 2.5 cm. From the bifurcation. There is a split on the anterior surface of both the arterial and venous extension, which does not leak when flushed with water. It appears that the discolouration of the extension is on the outside, working its way toward the inside of the lumen. The opacity appears to be on the inside. It is localized to the area of dressing changes, and disinfecting procedures. The dicolouration, believed to be due to the use of iodine. The priming has only been wiped off of the extensions. This can be a sign of chemcial attack. The discoloration, opacity, and printing that has been removed, are all similiar to previous complaints. A device history review is not possible since a lot # was not provided. The split in the extensions is confirmed. The swelling and discolouration may be a result of some agent absorbing into the tubing, combined with pressure within the tube.